Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a stain in the middle of the optics of the intraocular lens. There was no patient involvement or patient injury reported. No further information was provided.

Manufacturer narrative:
Through follow-up it was learned that the stain in the middle of the optic was observed before the lens was loaded in the cartridge. Device evaluation the lens was not returned to the manufacturer for evaluation only the packaging was received. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.